Event description:
Pt was injected with restylane on (B)(6) 2013, returned to the office on (B)(6) 2013 with an allergic reaction on the cheeks. The pt was prescribed bactrim ds 800mg-160 tablet one po bid x 2 weeks and was given samples of locoid to use bid to the face for 2 weeks. The pt returned (B)(6) 2013 to the office and was prescribed prednisone 20mg tabs. Returned to the office on (B)(6) 2013 and was injected with kenalog 100.3cc and was prescribed doxycycline 100mg. The pt is slowly improving from this very significant allergic reaction. Dose or amount: 1ml. Route: injection. Diagnosis or reason for use: cosmetic.